Event description:
Caller reported that pump battery did not deplete fast enough, remaining at 100% for an extended period. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to monitor the situation and call again if the problem persisted.